Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the patient's pump was in a motor stall and had not recovered. The logs were read and a "pump stopped. May exceed tube set" message was seen. There were no known factors that may have led or contributed to the issue. A pump replacement was scheduled for (B)(6) 2017. No other actions or interventions were taken and the issue was unresolved. No symptoms were reported and the patient was noted to be "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.